Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),and the right ventricular lead integrity alert was triggered. Concomitant products: 694765 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for sensing integrity counter (sic) and noise. A fracture was suspected on both the pace/sense lead and the chronic rv lead used for high voltage therapy. It was also reported that the right atrial (ra) lead exhibited noise. Testing was unable to determine the oversensing. Both the rv leads and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.